Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/67/213/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
Additional complaint record has been created due to unrelated failure mode(s) tw ID (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Additional complaint record has been created due to unrelated failure mode (s) (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the cautery button itself on the device appeared to come loose halfway through the case. The case was finished with second device. Polyfuse was not in effect no pt was harmed.